Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of an nc quantum apex balloon catheter. There was a stopcock attached to the hub. Magnified inspection revealed a pinhole in the balloon wall 3mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending (lad) artery. A 12mm x 2.00mm nc quantum apex¿ balloon catheter was advanced for dilatation and the device was initially inflated at 18 atmospheres. However, on the second inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending (lad) artery. A 12mm x 2.00mm nc quantum apex¿ balloon catheter was advanced for dilatation and the device was initially inflated at 18 atmospheres. However, on the second inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4).